Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. No infection was reported. Replacement surgery scheduled in a later day (date not reported).